Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. A 2.50x18mm xience sierra was advanced but met resistance with an unspecified guide catheter (gc). During removal resistance was met again with the gc. Once the device was outside the anatomy, it was noted that the stent struts were flared. Another xience sierra was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number : (B)(4). The device was returned for analysis. The reported material deformation (stent flare) was confirmed and the reported difficulty to position was confirmed through observation. The reported difficulty to remove could not be confirmed due to the condition the device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.